Event description:
A customer reported that a system message was displayed during a phacoemulsification cataract extraction procedure. An ecce (extracapsular cataract extraction) was performed to complete the procedure. Subsequent procedures were canceled due to this event.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).